Event description:
A report was received that the patient was not getting pain relief in the back due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively.